Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a faulty spare part for arctic sun device and problem with flow was found during depot repair. Service technician replaced faulty circulation pump on device and found out that the new spare part was faulty and there was problem with flow, error shown during calibration. Per review of attachment on 13dec2023, the incident was occurred during use of device. Per follow up information received via email on 07feb2024, this pir was created to report a faulty spare part identified by the depot technician during repair. All the necessary information is in the pir.

Event description:
It was reported that there was a faulty spare part for arctic sun device and problem with flow was found during depot repair. Service technician replaced faulty circulation pump on device and found out that the new spare part was faulty and there was problem with flow, error shown during calibration. Per review of attachment on 13dec2023, the incident was occurred during use of device. Per follow up information received via email on 07feb2024, this pir was created to report a faulty spare part identified by the depot technician during repair. All the necessary information is in the pir.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: as the pcn is an ous product, UDI is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a faulty spare part for arctic sun device and problem with flow was found during depot repair. Service technician replaced faulty circulation pump on device and found out that the new spare part was faulty and there was problem with flow, error shown during calibration. Per review of attachment on 13dec2023, the incident was occurred during use of device.